Event description:
Patient with chronic heartmate 3 lvad chronic driveline infection (first diagnosed on (B)(6) 2018) and long term suppressive antibiotic therapy. Admitted on (B)(6) 2021 with bacteremia, treated with IV antibiotics. Hm3 pump exchange discussed however did not pursue due to caregiver burn out at that time, patient is dependent on caregiver assistance. Patient discharged on (B)(6) 2021 on IV antibiotics for 21 days then converted to oral antibiotics. Admitted on (B)(6) 2021 with recurrent bacteremia. IV antibiotics initiated. Hm3 pump exchange discussed again with caregivers who were agreeable to proceed. The patient was taken to the operating room on (B)(6) 2021 for the pump exchange. The surgeon noted infection extending along the driveline to the outflow graft and pump body. Noted clinical signs of right ventricle dysfunction after the exchange therefore a temporary rvad was placed after which hemodynamic improved. The patient is hemodynamically stable in the cvicu. FDA safety report ID# (B)(4).